Event description:
It was reported that during the procedure in an unspecified coronary vessel, after predilatation, resistance was met when starting to advance the 3.5x18 rx xience prime stent delivery system through the 5f non-abbott guiding catheter. No force was applied. The stent delivery system was withdrawn from the guiding catheter and the distal stent struts were observed to be flared. The stent system was exchanged for a new xience prime stent system and the procedure was completed. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed green teflon scrapping on the first two rows of the proximal end of the stent and the first three rows of the distal end of the stent. Additional reported information indicates that resistance was felt during removal of the stent system from the 5f guiding catheter. No buddy guide wires were used during the procedure. The physician was not aware of the teflon scrapings only the flared stent struts.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: guide cath: terumo 5f 0.056 1.42 mm. The device was returned for evaluation. Stent implant damage and difficult to position/guiding catheter resistance were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. The green teflon is a known material used during manufacturing of guiding catheters and likely transferred to the stent implant as a result of interactions with the guiding catheter as resistance was met. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.